Manufacturer narrative:
P-cap or reservoir locks properly into place. After battery installation device gave an unexpected flashing white or blank display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Device unable to verify missing segments or partial display, perform displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to blank display. Device received with pillowing keypad overlay and minor scratches on case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had not it keeps on beeping with a flashing white screen. Customer performed self test and the test was failed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.